Event description:
It was reported that charging port cover was missing and customer had to wiggle charging cable for pump to hold charge while customer was already in process of obtaining renewal pump. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up and no additional troubleshooting or actions were documented beyond noting issue and renewal pump process.